Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade c size 5 stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised on a left hip due to a loose stem.